Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and ketones, with a blood glucose of 241 mg/dl. The customer stated that she had been having unexplained high blood glucose levels for the past day before the event. The customer also stated that she uses a quick-set infusion set and last changed her infusion set three days before the event. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.